Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance. Upon closer inspection the lead was discovered to have been dislodged and also exhibited loss of capture. The patient underwent a surgical intervention to remove the product and implant a new lead. No additional adverse patient effects were reported.